Event description:
Medtronic received information from the husband of the patient with this mechanical valve that the valve was explanted after 18.5 years of implant. Echocardiogram findings had revealed that the valve leaflet was stuck in the open position. The patient experienced shortness of breath. The valve was replaced with a non-medtronic valve with no adverse patient effects reported. The explanting physician is not known and no additional information was obtained. The valve was not returned.

Manufacturer narrative:
Analysis: no product returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information received, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.